Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A company rep reported a surgeon used undiluted sf6 gas, dispensed from the system in a pt's eye during a vitrectomy procedure. The case was completed, however, the pt required additional treatment to mitigate or resolve any potential permanent eye injury. No additional info is expected.